Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2010; sedr01 implantable pacemaker, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The presence of a lead removal wire and severe explant damage prevent electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. Proximal fracture was observed. A proximal portion was received measuring 44.2 cm. A distal portion was received measuring 44.2 cm.